Event description:
Caller states neonate patient presented with "right sided fits" and tested 3.1 mmol/l on inform ii system. A lab sample was drawn at the same time and returned as 1.7 mmol/l. In the meantime, the patient was treated with phenobarbitone to treat the "fits." The point of care coordinator reanalyzed the samples and the inform ii result returned as 1.6 mmol/l and the lab returned as 1.7 mmol/l. The patient has since been discharged. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).